Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was 200 mg/dl. The customer changed supplies and resumed insulin therapy. Reportedly, the customer was using cold insulin, tandem technical support educated the customer that using cold insulin was off label per the tandem user guide.